Event description:
It was reported that during a superion implant procedure, two implants failed as they both came apart during deployment. The physician was using minimum torque when both implants defected. Two different implants were used without issue. The facility kept the damaged implants and therefore they will not be returned.

Manufacturer narrative:
Correction to fields h6 component codes, evaluation method codes, evaluation result codes, evaluation conclusion codes.

Event description:
It was reported that during a superion implant procedure, two implants failed as they both came apart during deployment. The physician was using minimum torque when both implants defected. Two different implants were used without issue. The facility kept the damaged implants and therefore they will not be returned.